Event description:
Country of complaint: (B)(6). One piece of suture was found with needle detached from suture during the operation.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples rec'd: 30 unopened and 2 open racepacks. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are no previous complaints of this code/batch. There are no units in OEM stock. We have rec'd 30 closed samples and 2 open samples (one of them had a needle detached from the thread and the other had both needles connected to thread). The needle attachment of closed samples rec'd was tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Actions on product: not applicable. Corrective/preventive actions: not applicable.